Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a motor error. The drive support cap appears normal. The insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.